Event description:
It was reported that the patient experienced an allergic reaction. A 16x90/9 75cm wallstent endoprosthesis was implanted. However, during routine follow-up, the patient had a rash that was thought to be an allergic reaction. The patient did not disclose a possible nickel allergy pre-procedure and the symptoms appeared after several months/years of stent placement. The patient was advised to see an allergist for testing. No further patient complications were reported.